Event description:
It was reported that the autopulse resuscitation system did not compress and displayed a user advisory message of 08 (motor controller fault detected). The system will sometimes shut off after this message is displayed. The autopulse resuscitation system associated with this event is addressed under MFR report number 3003793491-2012-00103.

Manufacturer narrative:
The event description the customer reported to the manufacturer did not indicate a potential safety issue. The autopulse nimh battery ((B)(4)) was returned on (B)(4) 2012 to zoll circulation and analyzed. The battery was almost 4 years old when the event occurred and it was not maintained properly. On (B)(6) 2011 it had 13 test cycles when it should have had 30 or more test cycles. All batteries should be test cycled at least one per month. The battery failed testing and was scrapped. The product labeling instructs that the useful life of each autopulse battery is between two to four years. The life of each battery is influenced by the frequency of use, and the frequency of routine battery maintenance.